Event description:
It was reported the right ventricular lead dislodged. It was explanted and not replaced as the physician decided the patient did not require a defibrillator anymore. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).